Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump emitted an occlusion alarm. There is no reported adverse event with this complaint. This report is made based on the allegation of the occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: observed eaw 147 occlusion alarm in the black box/history. A 24hr duration test successfully completed with no warnings being duplicated. Force sensor calibration is within specifications. The force sensor pins were seated and solder connections intact. No evidence of cracked force sensor traces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.